Manufacturer narrative:
On 4/30/2021, a statement was added to the product investigation: ¿infection, manifested by swelling, tenderness, pain and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If infection does not subside promptly with the appropriate treatment, removal of the implant is indicated. Infection is a known complication associated with any surgery. Per a database query, this is the only reported complaint of infection against this lot number. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. Product evaluation concluded the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.¿ manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, it was reported to mentor that the patient experienced bilateral wound infection and implant discoloration. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/11/2020, the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. On 12/17/2020, it was reported to mentor that the implant was discolored and had a gel bleed only on the left side. The left implant was ruptured. The replacement devices were allergan brand devices. The patient experienced bilateral breast pain. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/15/2021, upon visual evaluation of the image provided in the complaint, the device was observed to be ruptured. Loss of gel from the implant could be due to the rupture. In addition, a yellowish coloration of the implant could be observed. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Although the product was not received, the manufacturing records of the lot-serial number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: discoloration and gel bleed. Note: on 11/23/2020, the photos of the device were received. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with a mentor memorygel breast implant 325cc and suffered from bilateral patient dissatisfaction with procedure outcome, implant discoloration and gel bleed. As a result, the patent had undergone removal and replacement with non-mentor devices on (B)(6) 2020. This medwatch is for the left breast implant.